Manufacturer narrative:
The root cause was determined to be related to insufficient process controls to prevent human error during the wiring of the power lines to the system. The wiring for the inline filters was corrected for the instrument involved. The FDA (B)(6) was notified of this issue on 23 february 2016. Refer to report number 1319681-2/23/2016-001-c. (B)(4) - the device problem was traced back to the manufacture of the device as opposed to systems used to control the manufacture of the device (quality system). Examples include problems with construction or assembly. This code is unavailable in ortho¿s electronic system for MDR submissions.

Event description:
An ortho clinical diagnostics (ortho) field engineer (fe) was installing a hardware modification on a vitros 5600 integrated system. The purpose the hardware modification is to inspect the ac line connections to line filters fl1 and fl2 and correct as necessary. The ortho fe identified that the configuration of wires at the facility was incorrect. Due to the incorrectly wired power lines to the circuit breaker, if only one power cord is unplugged and the other one left on, a person who works on the part of the analyzer that should have no power supply may potentially be exposed to a 208 - 240v electricity and receive an electrical shock. No injury occurred. There is no allegation of harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).